Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 12mm from the tip moving proximally for a length of 8mm, the balloon has a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.